Event description:
It was reported that particular matter was found in the inner pouch of a flo-thru intraluminal shunt. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. During a visual inspection it was identified that there was a colorless mass made of rtv silicone adhesive that was approximately 0.85 mm x 0.35 mm in the devices shaft. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.